Event description:
The customer reported the system displayed an unspecified kv error message, which required a system reboot to clear the message. This is an intermittent loss of system functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.